Event description:
The user faiclity reported that the catheters should be 7cm long and are measuring between 8 1/2-9 cm long. Three of the catheters were opened and the surgeon tried to place them into a pt. Integra was advised in 2005 by the physician that the pt is scheduled for another surgery to replace the product.